Manufacturer narrative:
The manufacturer previously reported an event alleging the device had an exposed wire and damaged din cover. The rear is missing, dirty and damaged. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer received information alleging the device had an exposed wire and damaged din cover. The rear is missing, dirty and damaged. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : third party service center.